Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation found that the door not fully latched messages were caused by loose link screws. The messages were resolved during the evaluation by adjusting the screws with the door performing as expected. The link screws were replaced during the repair process.

Event description:
It was reported that a device alarmed for door not fully latched messages. Any patient involvement, injury or medical intervention is unknown.